Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent an unspecified breast surgery with a mentor silicone prosthesis (7000 series, 500cc) experienced a right-sided silent rupture following implantation. An MRI conducted on (B)(6) 2024, confirmed a right extracapsular rupture. As a result of these findings, the patient has been scheduled for removal surgery on (B)(6) 2025.

Manufacturer narrative:
Additional information received on february 5, 2025, indicated that the patient underwent bilateral - capsulectomy and bilateral replacements as follow: r/ cat: smhx-470, sn: (B)(6), l/ cat: smhx-470, sn: (B)(6). The right side was an extracapsular rupture and the left side was intracapsular rupture. (B)(4).

Manufacturer narrative:
Additional information received on february 5, 2025, indicated that patient had surgery and her implants were so badly ruptured they couldn't be saved. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction note: in follow-up report #3, under section h11, there was an error in the description. The report mistakenly indicated "device evaluation" instead of "photo evaluation."

Manufacturer narrative:
Device evaluation completed on february 16, 2025: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. Manufacturer¿s reference number: (B)(4).